Manufacturer narrative:
The product was returned but it was misplaced in house and no additional testing was performed. If the device is found the investigation will be reopened and a supplemental medwatch will be submitted. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on healing abutment placement as well as recommended torque values. In the case of certain® bellatek® encode® healing abutment, it is recommended to torque at 20ncm. Complaint indicates the one-piece abutment would not seat in the implant. The alleged event was non-verifiable. A root cause for the complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported that the encode healing abutment would not engage the implant hex. Another healing abutment was used instead.